Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer received a "replace sensor" message on the 6th day of wear with a adc freestyle libre 2 sensor and was unable to obtain readings. A caller further reported, the customer experienced symptoms of hypoglycemia and fatigue with blood glucose levels of 25 mg/dl obtained with a unknown device. Customer received unspecified third party medical treatment for hypoglycemia diagnosis. There was no report of death or permanent injury associated with this event.